Manufacturer narrative:
We were informed that the pressure monitoring set was not received at our product evaluation laboratory for a full evaluation since it was discarded. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Three potential lot numbers were reviewed: 64496585, mfg date 07/14/2022, exp date 07/13/2024. 64399282, mfg date 05/20/2022 ,exp date 05/19/2024. 64526600 mfg date 08/01/2022 ,exp date 07/31/2024. The manufacturing records of these three lot numbers were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this disposable pressure transducer, a lower diastolic blood pressure measurement was displayed (133/51mmhg,118/39mmhg). The values were compared to an arm cuff used in the same arm (133/72mmhg,119/75mmhg). According to the patient status a higher value was expected. There was no error message displayed. Patient was not treated according to the wrong values provided(B)(4). The same issue occurred several times in the past (B)(4). There was no allegation of patient injury. The device was not available for evaluation as it was discarded. Patient demographics were requested and unable to be obtained. As a summary, two reports were submitted (B)(4).